Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. There was an abnormal decrease of approximate time to explant between the last follow-ups. This device remains in service. No adverse patient effects were reported.